Event description:
It was reported that during middle cerebral artery aneurysm clipping, left intracranial hematoma clearance, and cerebrospinal fluid leakage repair operation, the surgeon found that the tip end of the milling cutter accessory was missing with the milling cutter of the electric drill, and the length was about 0.3cm, so the operation was suspended. The surgeon, the operating room patrol and the instrument nurse immediately began to search on and off the stage, but the repeated searches were fruitless. The medical staff contacted the imaging department to go to the operating room for a bedside CT scan, which did not show any metal foreign bodies in the patient's body cavity. The medical staff continued to perform surgery on the patient after replacing the instrument. The patient was sent from the operating room .the occurrence of this adverse event prolonged the patient's surgery time, increased the surgical risk, and may cause the risk of foreign matter being left in the patient's body cavity.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: af02, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Details of correction: 1. B5 event description updated 2. G3 PMA/510(k)# updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during middle cerebral artery aneurysm clipping, left intracranial hematoma clearance, and cerebrospinal fluid leakage repair operation, the surgeon found that the tip end of the milling cutter accessory was missing with the milling cutter ofthe electric drill, and the length was about 0.3cm, so the operation was suspended. The surgeon, the operating room patrol and the instrument nurse immediately began to search on and off the stage, but the repeated searches were fruitless. The medical staff contacted the imaging department to go to the operating room for a bedside CT scan, which did not show any metal foreign bodies in the patient's body cavity. The medical staff continued to perform surgery on the patient after replacing the instrument. The patient was sent from the operating room. The occurrence of this adverse event prolonged the patient's surgery time, increased the surgical risk, and may cause the risk of foreign matter being left in the patient's body cavity. On follow up there was no record of patient or staff impact associated with this event